Manufacturer narrative:
Section d4 - primary UDI number: this section was corrected from (B)(4). The complaint investigation for false nonreactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 57097be00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. An in-house testing of a retained reagent kit of lot 57097be00 was performed. All specifications were met, and no false nonreactive results were obtained. In addition, the clinical sensitivity was evaluated by testing a commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data, it was shown that the sensitivity performance of the lot is not negatively impacted. Based on our investigation, no systemic issue or deficiency was identified with the architect hiv ag/ab combo reagent, lot number 57097be00.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results generated on the architect i2000sr processing module for one patient. The sample was tested on other methods and the results were positive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): architect hiv ag/ab combo result = 0.39 s/co (nonreactive). Elisa result = positive. Immunoblot result = positive. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo, list number 04j27-37, that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results generated on the architect i2000sr processing module for one patient. The sample was tested on other methods and the results were positive. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): architect hiv ag/ab combo result = 0.39 s/co (nonreactive) elisa result = positive immunoblot result = positive there was no impact to patient management reported.